Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a crack and leak in the filter during an infusion of epinephrine and sodium chloride. There was no change in vital signs and no patient harm.

Manufacturer narrative:
The customer¿s report that the extension set cracked and leaked was confirmed. However; the crack was observed on the female luer and not the filter as reported by the customer. Visual inspection observed that the female luer had a vertical hair line crack measuring 0.597 inches long. The female luer was inspected under magnification, to determine if any stress marks were noted. No stress marks were observed during visual inspection. Functional testing was performed; a leak was observed as fluid flowed through the crack on the female luer on the extension set. The cause of the leak was a cracked female luer. The root cause of the crack was not determined.

Event description:
The customer reported a crack and leak in the filter during an infusion of epinephrine and sodium chloride. There was no change in vital signs and no patient harm.